Event description:
It was reported that during an endoscopic retrograde cholangio pancreatography procedure, the device sparked and they could not see the cutting wire. There was no device fragment left inside the pt and there was no perforation noted. However, it was reported that the sides of the papilla looked like there were black marks, (thermal damage) on it. The device was replaced and the procedure was completed.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info or if the device is received at a later time, this report will be supplemented.